Event description:
It was reported that pump experienced malfunction with code malf 16, and no notable events occurred before issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction happened again, which customer acknowledged and understood.